Manufacturer narrative:
Eval summary: the product was leak tested. During testing, the cassette was found to leak at the weld area between the outlet tube and the medication bag. This issue was likely caused by an incomplete weld during manufacture.

Event description:
End user reported that the device leaked durin filling. There were no adverse effects as the products were not used.